Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: device disposition is unknown.

Event description:
The manufacturer became aware of a cadaver study from ¿(B)(6) university (B)(6)¿. Which was published in march 2008. The title of this study is ¿angle-stable and compressed angle-stable locking for tibiotalocalcaneal arthrodesis with retrograde intramedullary nails¿ and is associated with the t2 ankle arthrodesis nail . Within that publication, post-operative complications/ adverse events were reported. It was not possible to ascertain specific device details from the report; a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication. Therefore, 3 complaint was initiated retrospectively for the different adverse event mentioned in the report. This product inquiry addresses talar screw loosening. The study states: "there was one case of screw loosening with the compressed angle-stable pattern with cyclic loading. This failure mode is understandable since, with compressed angle-stable locking, the talar locking screw is placed in the dynamic position in the longitudinal hole and is subsequently pushed proximally with the compression screw.¿